Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2023, it was reported by a sales representative via email that the black insulation from an ar-9831 apollorf i90, aspirating ablator, 90, came off inside the patient's joint as soon as it was inserted. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device.